Event description:
The customer reported a motor error alarm after delivering a bolus. The customer then stated that she was hospitalized for low blood glucose levels, with a reading of 21 mg/dl. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.